Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that patient was experiencing non-sustained right ventricular oversensing episodes due to post paced t-wave oversensing. Programming changes were made. Patient condition was stable.